Event description:
Pt had been implanted with a titanium synergy construct. Erroneously included in this construct were two stainless steel hooks. Because the interpore cross international (ici) erp system had a class code indicating that these components were titanium instead of stainless steel, they were ordered by the sales rep and were shipped to the surgeon for use with the construct. Prior to the event, the sales rep was previously told by an ici sales manager to remove these specific parts from the surgical set since they were not titanium (which they apparently ignored). The packaging containing the stainless steel hooks was labeled as "stainless steel" which was correct. It appears that the hooks were removed from their original packaging, were placed into the titanium set, and the labeling discarded. As stainless steel components are bright silver and titanium components are a dull gray, the difference in materials should have been evident to both the sales rep and to the surgeon. Several weeks following the surgery, the sales rep contacted ici to verify that the components they rec'd were titanium. (Note: the reason they contacted ici post-operatively is unknown.) When it was discovered that the components sent and implanted were stainless steel, the sales rep was instructed to meet with the surgeon and provide the co's recommendation that the stainless steel components be explanted and replaced with titanium components. Implantation of dissimilar materials in a construct in the presence of the pt's tissues could result in corrosion. In 2002, the surgeon explanted the stainless steel hooks from the pt and replaced them with 6.5 x 9.5 ti closed hooks. The surgery went as planned. A visual inspection of the stainless steel hooks showed no evidence of corrosion.